Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one eea¿ xl 25mm single use stapler with 3.5mm staples and one dst series orvil¿ automatic 25mm device opened by the account. The visual inspection and functional evaluation of the devices had acceptable results. A review of the device history records indicates these device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Procedure (if not listed): open gastric bypass. Anatomy involved: stomach + jejunum. According to the reporter: fired stapler for anastomosis between stomach pouch and jejunum. Performed leak test and had bubbles coming from most of the staple line. The surgeon attempted to oversew the staple line but could not prevent leak. He then transected across the distal pouch and the across the jejunum to remove the anastomosis. He hand-sewed a new anastomosis to complete the case. Was there patient involvement: yes. Was the device used in patient: yes. Was there patient injury/hazard: no. Was there user involvement?: yes. Was there user injury/hazard?: no. Unanticipated tissue loss?: yes. Unanticipated ext for incision more 1in?: no. Unanticipated blood loss more than 500cc: no. Was the delay over 30 minutes: yes. If yes, did delay affect the patient?: no. List any other products used with device: eeaorvil25a. Another manuf reinforcmt material used?: no. Comments: ftr comment: surgeon stated that the jejunum tissue was extremely thin. There were complete proximal and distal donuts... But the distal was very thin.